Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". Additionally, the j703 connector was pulled off of the distribution node pca. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had a damaged cable. A us distributor reported that a patient had a skin lesion along the elastic part of the garment on the size. The area was described as open and having discharge. It was reported that the patient has excess skin due to recent weight loss. The patient was in the hospital and received hospital care of cleaning out the lesion with a wound vac. During a follow up, the patient reported that the irritation had healed.